Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2026 another part of the peel away sheet broke off during the placement of a PICC line. It is very difficult to get the sheath out of the patient after the handle broke from the sheath. Clinician needed a sterile pincet to get it out. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel of a microintroducer sheath is confirmed and was determined to be related to the manufacture of the device. One 5.0 fr microintroducer sheath was returned for evaluation. An initial visual observation of the returned microintroducer sheath showed blood residues throughout the returned device. The sheath was peeled apart, and the red pull tab with the bard logo was detached from the sheath. A red ring was observed on the red pull tab where deformation occurred during the peel-apart process. A microscopic observation revealed plastic deformation and a partial red ring along one of the red microintroducer finger tabs. Plastic deformation was observed along each of the red tabs. The gray sheath that was broken off its red tab was observed to have a flared proximal end with a tear at the proximal end of the sheath. This failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.